Event description:
During lumber laminectomy a surgical pattie was used during bleeding. The identification string was cut from the pattie by surgeon. Prior to closure of operation field, surgeon was unable to locate pattie by visual search nor by x-ray (fluoroscopy). Other patties from the same package failed to visualize on x-ray when placed in surgical field. Sponge count was not correct.